Event description:
An impella cp pump was inserted via the femoral artery in the 44 year old male patient who had been admitted into the medical center with acute myocardial infarction, cardiogenic shock, and in scai stage e shock. Any other underlying conditions were not known. On the day after implant there were signs of hemolysis, the urine color had changed. There was imaging performed to place the pump within appropriate position. During the imaging the left ventricle was noted to be small, which could contribute to hemolysis. No troubleshooting was performed and no interventions were applied for the hemolysis. After 4 days of support the pump was explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. The cause of the hemolysis was not determined due to no product return, no logs available, and insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
B5 and h6 updated with information receive from the clinical site.

Event description:
It was further reported that the hemolysis was resolved after repositioning and decrease in p level. Cp was exchanged for a 5.5 and the cp was disposed.